Event description:
It was reported that during the insertion procedure, the plastic insert in one of the anchor holes was allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one titanium powerport isp, one groshong catheter, one flushing connector, one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, an additional guidewire hoop, one introducer peel-apart sheath and vessel dilator, and unknown brand 5f sheath and vessel dilator were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported detachment issue and the loss or failure to bond issues, as two of the three suture plugs were noted to be partially detached from their suture holes in the port body. Both suture plugs were easily removed and placed back in to the suture holes without issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3, h6 (method) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this lot number and the lot met all release criteria. A device history record review is not required. Investigation summary: one titanium powerport isp, one groshong catheter, one flushing connector, one vein pick, two catheter locks, one syringe, one guidewire in a guidewire hoop, an additional guidewire hoop, one introducer peel-apart sheath and vessel dilator, and unknown brand 5f sheath and vessel dilator were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported detachment issue and the identified loss or failure to bond issues, as the suture plug was observed to be partially dislodged from the port body. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022), g3, h6 (device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the procedure, the plastic insert in one of the anchor holes allegedly detached. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during the procedure, the plastic insert in one of the anchor holes allegedly detached. There was no reported patient injury.